Event description:
It was reported that an alert for low, out of range pacing lead impedance was observed by remote transmission. The lead was explanted. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 40.5cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 10.0-12.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.